Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. As received the clave was observed to be partially broken from the upper lid of the burette. The adaptor of the clave was bonded inside of the bond pocket of the upper lid. The reported complaint of the broken clave from the upper lid and subsequent leakage can be confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Product was received on 8/4/2023

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information e1:(B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the reporter stated ¿clave additive port snapped off." No harm was reported.

Manufacturer narrative:
Additional information can be found in h2 & h6 photo was provided showing the clave partially broken from the upper lid of the burette.